Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range left ventricular (lv) lead pacing impedance, measuring 2031 ohms. The patient did not experience any clinical symptoms. Subsequently, this pacemaker was explanted and replaced and the lv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.